Manufacturer narrative:
(B)(4). The insulin pump was received with a critical insulin pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical insulin pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, cracked battery tube threads, and faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. The customer stated that crack leads from bottom of insulin pump and leads towards the belt clip. Customer stated that insulin pump was bumped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.